Event description:
Per the clinic, the patient experienced no sound with the device. A troubleshooting and hardware replacement attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.